Event description:
It was reported that the right atrial (ra) lead was inactivated and replaced with a shorter lead less than five months after implant. The ra lead was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted (B)(6) 2006. (B)(4).